Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Exact implant date is unknown. The implant year is 1999. Assumed 1st day of the month and 1st day of the year. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported through j&j medical devices by the consumer: ¿I have had a linx in me since 1999 and now it is not working at night. I lay down and it starts burning and I take pantoprazole sodium 40 mg every 1 hour or 2 and have to sit up straight. Then it starts over and over and I cannot sleep unless I sit straight up and then it is bad.¿